Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etlw1620c93ee, serial/lot#: (B)(6), ubd: 16-jul-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted as part of the advance clinical study for the treatment of abdominal aortic aneurysm. It was reported that the limbs etlw1620c93ee (B)(6) and etew2020c82ee (B)(6) were implanted in the left iliac and the limb etlw1620c93ee (B)(6) was implanted in the right iliac. It was reported that an intraoperative vessel-rupture of the pelvis-axis in the left iliac artery occurred during the surgery following implantation of the evar-prosthesis. The patient developed a retroperitoneal hematoma, which triggered a secondary intervention. An open surgical conversion with removal of the evar device was performed on the following day. A blood transfusion was administered, and the patient underwent care in the intensive care unit (ICU) requiring prolonged hospitalization. The patient expired 3 days post index procedure. It was noted that tachyarrhythmia and sigmoid necrosis (colon) occurred, which led to sepsis. The cause of death was attributed to sepsis. The site assessed the iliac rupture as having a causal relationship to the study device, index procedure and not related to an underlying condition or disease. The retroperitoneal hematoma and the sigmoid necrosis were assessed by the site as not related to the device and having a causal relationship to the procedure (secondary intervention) and an underlying condition or disease.

Manufacturer narrative:
B5: additional information received: it was reported that during the index procedure, there was a intraoperative thrombosis of both limbs due to distal atherosclerotic disease which resulted in a graft thrombectomy and a patching of the bilateral common femoral arteries being performed. This resolved the event. The thrombosis of both limbs was assessed by the site as having a causal relationship to the procedure but not related to the study device or an underlying condition or disease. *correction (missed information from previous report): the retroperitoneal hematoma and sigmoid necrosis were assessed as not related to an underlying condition or disease. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to h6; coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: the retroperitoneal hematoma and sigmoid necrosis were assessed as having a causal relationship to the index procedure. Medication (metoprolol and amiodaron) were given to treat the tachyarrhythmia. The patient also experienced clinically significant increased serum creatinine levels on the same date as death. The sponsor assessed this as having a causal relationship to the index procedure, not related to the device. The tachyarrhythmia was assessed by the sponsor as having a causal relationship to the index procedure, possibly related to the study device, not related to any underlying condition. The increased serum creatinine was assessed by the site as having a causal relationship to the procedure, not related to the study device or an underlying disease. The tachyarrhythmia was assessed by the site as not related to the study device/study procedure or an underlying disease. The site reported that the left distal iliac limb was involved in the iliac rupture and the rupture occurred possibly due to iliac calcification in the context of ballooning of distal sealing zone. It was confirmed that all stent grafts were explanted, except for the suprarenal stents, which remained in situ. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information the sponsor updated the relatedness assessment of the tachyarrhythmia absoluta to not related to the device. The sponsor assessed the decrease egfr as causally related to the procedure and not related to the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: the site related assessment of the tachyarrhythmia has been updated to not related to an underlying condition or disease. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received; the site has updated the relatedness assessment of the tachyarrhythmia as having a causal relationship with an underlying condition or disease. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The sigmoid necrosis event was treated with a sigmoid coloscopy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: the site has updated the relatedness assessment of the iliac rupture to indicate that it is possibly related to the study device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was reported that the patient experienced a decrease in estimated glomerular filtration rate (egfr) 3 days after the index procedure. Serum creatinine levels were noted to be clinically significant. The site assessed this event as causally related to the index procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.